Manufacturer narrative:
This event was also documented through a medwatch report, (B)(4). (B)(4) - this type of event is addressed in the device labeling.

Event description:
Per the physician's report, this patient presented to the hospital approximately one year post-operatively with meningitis. The patient's symptoms included fever, ear pain, headache, nausea and vomiting. A lumbar puncture was completed, but the results were not provided. The physician treated the patient with IV vancomycin and ceftriaxone. Further information has been requested from the physician and will be provided as soon as it becomes available.